Event description:
It was reported that the customer had high blood glucose, because the customer's insulin pump did not deliver any insulin. Caller stated that the customer's insulin pump is not giving any errors alarmed, but is clearly malfunctioning. Caller stated that the customer traded with manual injection to bring his blood glucose down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.